Event description:
The olympus field service engineer inspected the subject device during routine annual inspection at the user facility. Upon inspection, it was observed that the distal end cover was cracked. The subject device was returned to an olympus service center for further evaluation and repair. During inspection and testing, service found the acoustic lens surface was damaged and there was a gap in the adhesive. This report is being submitted for the malfunction found by service during the device evaluation [gap in adhesive].

Manufacturer narrative:
Further evaluation of the device found the control grip was cracked. The forceps channel port was dirty, and the control lever and lever mount were corroded. The scope cover plate was peeling. The acoustic lens was damaged. The distal end had a dent. The adhesive was discolored. Due to wear of the angle wires, the bending angles did not meet standard value. The ultrasonic transducer was loose. The connector and contact pins were corroded. The paint on the air/water cylinder and suction cylinder was peeled. The connecting tube was scratched. The universal cord coating was peeling. The optical fiber lenses were damaged, and the adhesive was porous. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in adhesive likely occurred from external force applied to the part. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.